Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and fecal incontinence. It was reported that the patient's only issue was that the leads on his back were loose and that the leads should have a different process. The patient also stated that he was feeling better stimulation and reliefon the right side versus the left side. The patient mentioned that he was concerned that the wires had moved or shifted, causing less stimulation and therapeutic benefit. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.